Event description:
It was initially reported in clinic notes that the patient has sleep apnea, unknown relationship to vns. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the physician declined to provide any additional information.